Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found the unit failed a leak test on an extended self test (est). The se found the exhalation valve assembly defective and replaced it. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had high pressure issues and did not generate an audible alarm. Reportedly, when the patient disconnected from the ventilator, the device did not generate any audible alarms. Reportedly, when the ventilator was checked at the customers shop it appeared to be working fine and generating audible alarms normally. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The exhalation valve assembly (eva) was returned for failure investigation. The part was installed into a failure investigation test ventilator for analysis. During installation it was noted that there was difficulty closing and locking the ev filter door. Testing was performed and the ventilator failed the leak test. The part was removed and a visual inspection revealed that the ev door holder was bent out of shape. Due to the difficulty in closing and locking the filter door with the original door holder the eva was not able to make proper contact causing the reported leak. If information is provided in the future, a supplemental report will be issued.